Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery. The talus is too wide and the patient is a size 1. The gutters are impinging.

Event description:
The digital prophecy team received a CT scan indicating that the patient may require a revision surgery. The talus is too wide and the patient is a size 1. The gutters are impinging.

Manufacturer narrative:
Correction - please refer to h6 (results & conclusion) codes. The reported event could be confirmed based on the assessment provided by the medical expert. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The CT scan confirms the wide and obviously oversized talar component with contact to both the lateral and the medial malleolus. There is no clear sign of loosening for the tibial component and there is no migration or breakage visible. The underlying cause is the selection of the implant size in the index procedure and therefore treatment, measurement related. Based on the assessment the root cause was attributed to a user related issue. The event was caused due to improper implant size selection. If the device is returned or if any additional information is provided, the investigation will be reassessed.